Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of a calcified right common femoral artery was attempted using a proglide device with a 7f sheath after an percutaneous coronary interventional (pci) procedure. Reportedly, after deployment, while trying to remove the device from the patient, it became stuck and could not be removed. The foot had been retracted completely before attempting to remove the device. The patient was transferred to the operating room and a cut down surgery was performed to remove the proglide device. Hemostais was achieved with surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.